Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 570 mg/dl with no associated symptoms of hyperglycemia. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter indicated that the basal delivery totals did not match the active basal program due to the basal edit screen being accessed by the patient¿s healthcare provider. The reporter was unable to complete troubleshooting at the time of the call. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jan-2018 with the following findings: during investigation, the black box showed a manual date change. There was a "replace battery" alarm recorded followed by a pump reboot. The pump was powered back on and deliveries were resumed. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. There were no alarms during testing. The original complaint was unable to be duplicated.